Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The implantable pulse generator (ipg) displayed invalid data. The ra lead was programmed off. The ipg remains in use. No patient complications have been reported as a result of this event.